Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester alleges discrepant low results when comparing to the lab. Precision issues. Meter = 1.9, lab = 3.6, therapeutic range = 2-3. Time between testing 30 minutes.